Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to reproduce the reported event. The representative then reinstalled all software and firmware to the system. The motion controllers were also calibrated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after a 3d spin with the imaging system. The viewing station of the imaging system remained black and the reconstructing images bar did not appear. After taking a second spin, the image appeared. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.